Event description:
While drilling the left side of the pt's skull, the codman disposable perforator did not activate the clutch and stop appropriately, this caused drill to continue drilling and plunge which injured the dura and brain. Perforator saved with packaging and given to mgr. FDA safety report ID# (B)(4).